Event description:
The customer requested a calibration of the 2600 system due to a high voltage cable change. During the on site calibration, a saturation fault was noted. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Dynalyzer calibration completed as requested. Saturation fault was identified along with an overtime error and a hv inverter error. Identified a faulty x-ray regulator pcb. The x-ray regulator pcb was replaced by the facility staff. The system was tested and found to be working as intended and placed back into service.